Event description:
Subsequent to the final medwatch report filed on (B)(4) 2013, additional information was received for this event. Date of first procedure is (B)(6) 2013. A 3.0 x 18 mm bioresorbable vascular scaffold (bvs) was implanted in the mid left anterior descending (lad) artery across a diagonal branch. Pre-dilatation was performed in the right coronary artery (rca), using an unknown trek dilatation catheter and a dissection occurred. A 3.0 x 18 mm xience xpedition stent was implanted in the distal right coronary artery (rca) and a 3.0 x 18 mm bvs and a 3.5 x 18 mm bvs were implanted in the mid and proximal rca. The patient did well and was discharged to home on (B)(6) 2013. The evening of discharge, the patient experienced chest pain and was re-admitted to the hospital on (B)(6) 2013. Electrocardiogram noted st elevation and an acute myocardial infarction was diagnosed. Angiography was performed and thrombosis of the lad at the scaffold where the diagonal came off was noted. A 3.0 x 38 mm xience xpedition stent and a 3.5 x 12 mm xience xpedition stent were able to be placed over the bvs and the vessel was re-opened. On (B)(6) 2013, the patient was brought back to the cath lab for ivus of the lad, and it was noted that the rca was occluded. It was thought that this occlusion had possibly happened when the lad had occluded as the patient was very sick with hypotension and st elevation. (

Event description:
It was reported that the patient underwent a coronary procedure with deployment of a 3.0 x 18 mm implant in the mid left anterior descending (lad) artery across a diagonal branch. There was residual stenosis of about 20-30%, but no angioplasty or stenting was required. Pre-dilatation was performed in the right coronary artery (rca) and a dissection occurred. An unspecified xience stent was deployed in the distal right coronary artery (rca) and a 3.0 x 18 mm implant and a 3.5 x 18 mm implant were deployed in the mid and proximal rca. Due to the length of the dissection, two implants were required. Post procedure, results seemed to be fine; however no intravascular ultrasound (ivus) or optical coherence tomography (oct) was performed. The patient did well and was discharged to home the following day. The evening of discharge, the patient had an acute myocardial infarction and was re-admitted to the hospital. It was noted that there was a thrombosis of the lad at the implant where the diagonal came off. Guide wires were advanced with difficulty to the site, but additional xience v stents were able to be placed over the previously deployed implants and the vessel was re-opened. Several days later, the patient was brought back to the cath lab for ivus of the lad, and it was noted that the rca was occluded. It was thought that this occlusion had possibly happened when the lad had occluded as the patient was very sick with hypotension and st elevation. The rca was unable to be re-opened, as no guide wires were able to cross.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of thrombosis is listed in the xience v everolimus eluting coronary stent system instructions for use, as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Although a balance middleweight universal guide wire, a sion guidewire, a whisper ms guidewire and a fielder fc guidewire were used, the rca was unable to be re-opened, as none of the guide wires were able to cross. On the same day, during a different procedure, the xience xpedition stents in the lad re-thrombosed and were successfully treated. Upon follow up, the patient continues to have severe left ventricular dysfunction with an ejection fraction (ef) of 0.29. Patient was noted to have a normal ef prior to initial procedure. At this time, no additional intervention was performed to treat the occlusion in the rca. The patient has been discharged to home and is currently is stage iii heart failure with poor left ventricular and right ventricular function. No additional information was provided. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use, as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Implant date estimated. Several days later, the xience v stents in the lad re-thrombosed and were successfully treated. Upon follow up, the patient continues to have severe left ventricular dysfunction with an ejection fraction (ef) of 0.29. Patient was noted to have a normal ef prior to initial procedure. No additional information has been provided. Concomitant products: other stent: 3.0 x 18 mm implant (x2), 3.5 x 18 mm implant, xience v (x2). The additional xience device referenced is being filed under a separate medwatch report. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.